Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hemithyroidectomy procedure nim emg tube had no signal. It was further stated the surgeon could not obtain any response signal upon stimulation and stim return showed "0" value only when no stimulation was being performed. There was no visual or audible indicators and no error codes were displayed. At start of initial intubation tube placement was checked with videolaryngoscope (c-mac) and after no signal was obtained the tube placement was rechecked intraoperatively. The procedure was continued without the neuromonitoring device and delayed by 20 minutes. There was no patient impact.

Manufacturer narrative:
H3: product analysis stated visually, there was a reddish-brown residue on the distal end of the device near the murphy eye. There was surgical tape wrapped around the proximal end of the device near the shrink tubing (where the wire harness is secured to the tube). Each electrode wire was stripped to perform continuity testing. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements (between the distal end of wire to the stripped end) were 1.2 ohms (blue), 1.3 ohms (blue with clear tubing), 1.3 ohms (red), and 2.7 ohms (red with clear tubing) which all but the red with clear tubing electrodes were out of specification. For further analysis, the resistances between the stripped wire harness ends and the connector leads were 1.9 ohms (blue), 1.9 ohms (blue with clear tubing), 2.0 ohms (red), and 1.9 ohms (red with clear tubing) which all electrodes were in specification. Functional testing with a console could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d14 <(>&<)> img g04134 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.